Manufacturer narrative:
Product event summary: analysis confirmed the reported event. Printer overheat error was observed. A printed circuit board assembly was found out of electrical specification.

Event description:
It was reported a printer overheated error occurred. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.